Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient alleged automated delivery restrictions and the inability to deliver bolus. The patient stated they needed to manually inject a bolus of insulin via pen, since their omnipod system bolus calculator would not function. Blood glucose levels were not reported. Medical treatment was not required. A replacement controller was offered the patient; however the patient insisted the controller was fine and rather they would meet with their healthcare provider to review their system settings.